Event description:
Information received with return of the explanted device notes high ventricular capture thresholds with intermittent capture while in vvi mode. The patient was symptomatic and has had 20 episodes of antitachycardia pacing (aatp) therapy within 9 days. This device was implanted with an ICD system and device interaction is suspected.